Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this lead was explanted due to dislodgment and replaced with a competitor's lead.

Manufacturer narrative:
The lead will likely not be returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was scheduled to undergo a lead revision procedure for an unknown reason. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.